Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (angulated, calcified aortic neck, ectatic iliac artery, type 2 endoleak). Conclusion: (angulated, calcified aortic neck, ectatic iliac artery, type 2 endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an ectatic right common iliac artery that was 4 cm in diameter and the abdominal aortic aneurysm was 3 cm in diameter. The aortic neck was 30 mm long, 19-20 mm in diameter, with mild angulation, thrombus, and calcification. There were patent and oversized l3 and l4 lumbars. It was reported that a type 2 endoleak was noted at the procedure and was left untreated. Two days later, during the same hospitalization, the patient complained of back pain and a follow-up CT showed an endoleak. The next day intervention was performed, and the angiogram showed a combination of a proximal type 1 endoleak and a type 2 endoleak. One aneurx aortic cuff was placed proximally and resolved the type 1 endoleak. There were still residual type 2 endoleaks from the lumbars, which were left untreated. No additional clinical sequelae were reported and the patient is fine.